Event description:
Info rec'd indicates the brakes will not hold. The caster brakes hold but they are not locking the caster teeth and allowing the caster to swivel.

Manufacturer narrative:
The technician found the teeth on the casters were worn. The technician replaced the casters to repair the bed.